Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown product performance issue. A new ra lead was implanted and remains in service. Additional information is being requested from the field. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown product performance issue. A new ra lead was implanted and remains in service. Additional information is being requested from the field. No additional adverse patient effects were reported. Additional information was received that this ra lead had exhibited high impedances and loss of capture (loc). Upon opening the pocket during the procedure, a lead fracture was observed due to high tightening around the suture sleeve. This ra lead ended up breaking off at the distal end and became lodged in an occluded area between the subclavian and superior vena cava. The physician opted to leave that piece there and schedule follow up routine imaging to watch for any movement or if the piece stays in place. This ra lead is expected to be returned. No additional adverse patient effects were reported.